Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device did not reboot and remained on a black screen with a white spinning indicator at the bottom. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. It was determined that the black screen with a white spinning indicator at the bottom. A field service engineer (fse) performed the reimage, reconfigured the system, and confirmed functionality through hardware test application (hta) testing and remote smart service (rss) verification. Post reimage, the fse completed additional configurations, including setting up windows server update services (wsus), enabling credential manager, and installing essential security against evolving threats (eset) v12. The system functioned as intended after field service engineer repaired the device.